Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the circular and envelope seals are intact. The trocar is undamaged. The seal on the flip top disengaged from the device. Pmv performed functional testing; the device failed an air leak test. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a gastric sleeve procedure. The valve of the trocar popped off. To correct the condition, a new device was used. There was no patient harm. The current patient status is good.